Event description:
It was reported that the lead impedance has been gradually increasing and now is high. The lead threshold has also been varying. The lead will be monitored closely and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.